Event description:
Catheter was kinked in 3 spots at hub upon prepping. No patient harm occurred another opticross was opened and used to complete the case. Manufacturer response for vascular imaging catheter, opticross 6 hd (per site reporter).